Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately three months post implant, the patient's right ventricular (rv) lead had high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.